Event description:
It was reported that the patient became highly symptomatic and was experiencing shortness of breath upon exertion when the implantable pulse generator (ipg) reached the elective replacement indicator (eri) and switched to ventricle-only pacing. The physician also said the ipg should be programmable at eri to allow for appropriate pacing. The ipg will be explanted and replaced but for now remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The ipg was returned to the manufacturer with no further information after being explanted and replaced.